Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified no kinks or damages on the hypotube shaft. No issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination of the device identified a kink in the polymer extrusion shaft at approximately 8 mm proximal of the port bond. This type of damage is consistent with excessive force that could have been applied to the delivery system. No other issues were identified during device analysis.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in a moderately turtuous and mildly calcified artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at rated burst pressure. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in a moderately tortuous and mildly calcified artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at rated burst pressure. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported.